Event description:
Boston scientific received information that this system was explanted due to an erosion of the lead through the device pocket. The entire system was explanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.